Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was evaluated by zoll. Visual inspection of the system was performed. The cover of seal rocker prime switch was noted to be cut off by customer. The resistor on pic-hsg had wrong value. A review of the event log was performed and found multiple tcmid: 02 (cooling engine danfoss) were noted. The device failed functional testing. The customer reported complaint of the system exhibiting tcmid: 02 was confirmed. The root cause for the complaint was related to defective danfoss controller and wrong component on pic-hsg.

Manufacturer narrative:
Zoll has not yet received the thermogard in complaint for investigation. A supplemental report will be filled if and when the product is returned and investigation has been completed.

Event description:
It was reported that when powering on, prior to patient therapy, the thermoard xp ivtm console displayed tcmid: 02 (ce danfoss error). Treatment was started and completed with another thermogard tgxp. No patient consequences were reported.